Event description:
It was reported that the patient presented in the emergency room due to ventricular tachycardia (vt). During device interrogation, it was observed that the implantable cardioverter defibrillator (ICD) delivered therapy for ventricular tachycardia (vt). However, some inappropriate therapy was also delivered due to misinterpretation of the cardiac signal. No intervention was performed. The patient was in stable condition.